Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the infection was just at a single site (right site). Reportedly, the infection has been resolved and the patient had been discharged from the hospital. The serial number for the right lead and extension are (B)(6). The lot number for the right burr hole cap system is 10161274.

Event description:
It was reported that the patient was admitted to the emergency department due to purulent discharge from the incision site on the head. As such, surgical intervention took place wherein the entire system was explanted and a saline solution wash was performed to address the issue. Reportedly, the infection was only on the right lead and extension. Patient was hospitalized and intravenous medication was administered to treat the infection.